Event description:
I use the omnipod 5 manufactured by insulet. When I inserted a new pod, approximately 10 minutes after application, I experienced a sudden and severe burning sensation at the application site. I quickly removed the pod and noticed that the canula had pink sticky liquid dripping out of it, which had been injecting into me before I removed the pod. The pain lasted about another 2 minutes after removal and I experienced physical side effects from the burning pain, including light headedness, nausea, continued pain at the insertion site. I placed the pod into a baggy, but the "pink substance" had dried up as of this morning and is not easily visible to the naked eye any longer. I also don't have a replacement pod to use as there are no extras that are provided in a month's supply, so no back up in case this kind of device failure occurs.